Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip xtr device (slda) referenced is being filed under a separate medwatch report number.

Event description:
Lot 00630u145: this is filed to report the clip opening at efaa. It was reported that this was a mitraclip procedure to treat grade 4+ functional mitral regurgitation (mr). Imaging was a challenge. The first mitraclip (xtr) was implanted and appeared to have good leaflet insertion. As the second mitraclip (xtr) was being inserted into the steerable guide catheter, it was noted that the first clip had a single leaflet attachment. There was fraying on the posterior leaflet where the clip had been attached. The second clip was implanted lateral to the first to stabilize it. A third mitraclip (ntr) was inserted and grasped the leaflets with difficulty. Establish final arm angle (efaa) test was performed, but the clip opened more than the physician was comfortable with. Imaging was also a challenge. The undeployed ntr clip was removed from the patient. Another mitraclip (ntr) was implanted lateral to the first clip without issue, although there was difficulty grasping the leaflets due to the annular dilatation. Mr was reduced to grade 2+ with three clips (two xtrs, one ntr). There was no additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided, the reported difficult leaflet grasping is the result of patient anatomy. A conclusive cause for the reported clip open during efaa (establish final arm angle) cannot be determined. The reported poor imaging resolution is the result of difficult imaging conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.